Event description:
Note: previous report made on this same product/same lot number. During the assembly process to place an art line, the transducer was not giving a reading on the monitor. The staff were unable to test and zero the monitor. Used 3 transducers of the same lot before getting another lot # that worked. All of the effected lot number were removed from the shelves and a notice was sent to other sister hospitals to remove this lot number.